Event description:
Nobel biocare USA, llc, has rec'd an inaccurate report of an implant failure for one implant: part # 32148/lot # 662431. This is a nobel biocare implant part number, however, this is not a nobel biocare manufactured implant. It was determined that zimmer dental most likely manufactured the implant.